Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports they placed the trellis device and inflated both balloons. The doctor had an extremely difficult time infusing tpa through the infusion syringe. When the device was turned on, the proximal balloon burst.